Event description:
This is filed to report a single leaflet device attachment, tissue injury, worsened mitral regurgitation and surgical intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat grade 3 functional mitral regurgitation (mr). A mitraclip g4 xtw was implanted without any issues at the a2/p2 position. Mr was reduced to grade 2. A second mitraclip g4 xt was implanted lateral to the first placed clip and mr was reduced to grade 1-2. During the echocardiography assessment post-deployment, a sudden massive increase of mr occurred, grade 4. Inspection of the echocardiography views showed that the second paced clip had detached from the posterior leaflet resulting in a single leaflet device attachment (slda). Additionally, there was a tear in the posterior leaflet where the posterior clip arm had been. The procedure was aborted, and the patient was referred for valve replacement surgery. Mr remained grade 4 at the end of procedure. The physician attributed the tear to a weakened posterior leaflet from a previous surgery. On (B)(6) 2022 it was confirmed that the patient had undergone mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported worsening mitral regurgitation (mr) was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda, and the reported unspecified tissue injury associated with the tear in the posterior leaflet, were due to challenging patient anatomy (weakened posterior leaflet). The reported patient effect of mr and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
N/a.